Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-18 user has high glucose value. Test strip UDI# (B)(4). Note: manufacturer contacted customer in a follow-up calls in order to ensure the customer's condition since the initial call; on follow up call on (B)(6) 2017: customer advised condition has improved and they are no longer experiencing symptoms related to diabetes. On (B)(6) 2017 the customer received insulin via IV at the hospital. Customer was discharged on (B)(6) 2017.

Event description:
Consumer reported complaint for hi blood glucose results accompanied by symptoms. The customer is concerned with the result of hi. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of fatigue, excess urination, thirst or blurry vision. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. During the call on (B)(6) 2017 a blood test was performed fasting or by the customer and produced test results of hi using true metrix meter. The test strip lot manufacturer's expiration date is 08/31/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history. Hi (B)(6) 2017 09:00 am fasting: yes, e-5 (B)(6) 2017 08:55 am fasting: yes. Customer had signs and symptoms of hyperglycemia. Customer had to go to the faison hospital. Customer had e-5 and hi. Customer did not reveal if they had any changes in medication, exercise or diet. Customer did not have hga1c. Customer did not reveal if they took insulin.